Manufacturer narrative:
(B)(4).

Event description:
Patient's mother contacted dexcom on (B)(6) 2015, to report that on (B)(6) 2015, the patient experienced a skin reaction on the abdomen. Sensor was inserted at the abdomen on (B)(6) 2015. Patient's mother described the skin reaction as a red, oval-shaped, blistering rash with purulent discharge. Patient treats the affected area with steroid cream, brand name unknown. Patient was prescribed this medication by her physician at an annual physical appointment, on (B)(6) 2015. At the time of contact, patient's mother reported that patient's current condition is fine. No additional event or patient information is available. There was no reported alleged device malfunction. It should be noted that the dexcom g4 platinum continuous glucose monitoring system users guide states: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (redness, swelling, bruising, itching, scarring, or skin discoloration).